Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2012; 407645 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that, after the activity threshold was changed on the device, the patient felt palpations with increased heart rate when driving on a bumpy road with potholes. The device remains in use. No patient complications have been reported as a result of this event.